Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead connector pin detached from the rest of the leady body when the physician attempted to remove the ra lead from the device during a device replacement procedure. The connector pin portion of the lead remained in the device header. Additional information received indicates the suspected cause is blood/tissue infiltration in the device port and a stuck set screw. The ra lead was surgically abandoned and the device was explanted. This lead removal difficulty added 15 minutes to the procedure. No adverse patient effects were reported.